Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) result was generated on a dialysis patient as compared to (B)(6) results with roche. Before dialysis a (B)(6) result of 0.99 was generated. After dialysis a (B)(6) result of 0.95 was generated. The sample was run on another architect with a before dialysis result of 1.04 ((B)(6)) and an after dialysis result of 0.83 ((B)(6)). Roche testing generated (B)(6) results with both samples. There was no report of impact to patient management.